Manufacturer narrative:
Medical device lot #: 9210381 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing five occurrences of overfill leading to loose closures after use. The following has been provided by the initial reporter: phlebotomy staff have identified a problem with a batch of citrate bottles for coagulation testing. Bottles are overfilling and causing the top to become loose. A small comparison study has been carried out with the ¿faulty¿ bottles and the bottles in current use (which are ok) and the results are comparable so any results that may have gone out on these bottles.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing five occurrences of overfill leading to loose closures after use. The following has been provided by the initial reporter: phlebotomy staff have identified a problem with a batch of citrate bottles for coagulation testing. Bottles are overfilling and causing the top to become loose. A small comparison study has been carried out with the ¿faulty¿ bottles and the bottles in current use (which are ok) and the results are comparable so any results that may have gone out on these bottles.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed, the photo shows the drawn tube with acceptable maximum fill level. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.